Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Return sample testing generated the following results: two patient samples the customer were received and tested. The first sample was non-reactive (0.62 s/co) and the second sample was reactive (2.42 s/co/ 2.52 s/co and 2.15 s/co). Mikrogen recomline hcv igg generated a ns3 band with very low intensity for both samples. The results were negative. The return samples were tested using a file kit of alinity I anti-hcv reagent lot 76216be01. During in-house testing alinity I anti-hcv lot 76216be01 was discrepant to the mikrogen recomline hcv igg results. Therefore, investigation for lot 76216be01 was performed within this product evaluation. Review of tracking and trending for the did not identify an increase in complaint activity for the architect anti-hcv reagent and lots 73475be01 & 76216be01 related to the complaint issue. Device history review did not identify any issues with lots 73475be01 & 76216be01.in-house testing of a retained reagent kit of the lots 73475be01 and 76216be01 was performed. All controls met specifications and no false non-reactive results were obtained, indicating that the lot performs as expected. Testing included additional testing with a commercial seroconversion panel. The positive control values met specifications. Lots 73475be01 & 76216be01 detected the same samples as reactive with comparable s/co values for the seroconversion panels compared to the historical results. Labeling was reviewed and was found to address the customer reported issue. Based on the investigation, no systemic issue or deficiency of the alinity I anti-hcv reagent lot number 73475be01 was identified.

Event description:
The customer reported false non-reactive alinity I anti-hcv and provided the following data: a patient tested for anti-hcv on the abbott platform on (B)(6) 2025, with a result of 0.113 s/co (reference range <1 s/co). On (B)(6) 2025 the patient had an abnormal liver function test and was tested again anti-hcv result on the abbott platform was 0.560 s/co. The sample was repeated and the result was 0.559 s/co. Roche platform result was 20.7 cio (reference range <1 cio). Hcv rna result was positive for high-sensitivity rna. The patient's sample was then tested on (B)(6) 2025 and the abbott platform results were 2.066 s/co; 2.136 s/co. Patient history: patient underwent cholecystectomy at the end of (B)(6) 2025. There was no reported impact to patient management.

Event description:
The customer reported false non-reactive alinity I anti-hcv and provided the following data: a patient tested for anti-hcv on the abbott platform on (B)(6) 2025, with a result of 0.113 s/co (reference range <1 s/co). On (B)(6) 2025 the patient had an abnormal liver function test and was tested again anti-hcv result on the abbott platform was 0.560 s/co. The sample was repeated and the result was 0.559 s/co. Roche platform result was 20.7 cio (reference range <1 cio). Hcv rna result was positive for high-sensitivity rna. The patient's sample was then tested on (B)(6) 2025 and the abbott platform results were 2.066 s/co; 2.136 s/co. Patient history: patient underwent cholecystectomy at the end of (B)(6) 2025. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08p06-74 that has a similar product distributed in the us, list number 8p05, with 510k/PMA/bla number p050042.